Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was poor separator movement so the additive looked "milky". The following information was provided by the initial reporter: customer states sample looks "milky" but lipid panel is normal.

Manufacturer narrative:
H.6. Investigation summary: bd received 15 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for poor plasma (milky plasma) was not observed. 10 customer samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 38 u/ml ¿ 73 u/ml for catalog 367960. 90 retention samples were visually inspected with no issues being identified. Further clinical testing was performed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure poor plasma (milky plasma) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , poor plasma (milky plasma). Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor plasma were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the additive looked "milky". The following information was provided by the initial reporter: customer states sample looks "milky" but lipid panel is normal.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was poor separator movement so the additive looked "milky". The following information was provided by the initial reporter: customer states sample looks "milky" but lipid panel is normal.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes there was poor separator movement so the additive looked "milky". The following information was provided by the initial reporter: customer states sample looks "milky" but lipid panel is normal.